Event description:
It was reported that the patient experienced ineffective therapy due to invalid impedances. Prior to surgery, the doctor was able to clear the impedance issue. The patient underwent surgical intervention on (B)(6) 2023 to add a third lead. Patient now has effective therapy.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.